Manufacturer narrative:
The codes were updated based on the investigation outcome. The health impact code and evaluation method code were corrected.

Event description:
It has been reported to philips that the c arm movement was not happening. The system was in clinical use and no harm has been reported to philips. Philips has started an investigation of this complaint.